Manufacturer narrative:
There were alarms on the last calibration performed on (B)(6) 2021. Calibration was no ok. Quality controls recovered within range. Upon review of the alarm trace, abnormal aspiration alarms and a sample clot detection alarm were observed on the date of the event. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The field service engineer determined the reference electrode was defective. Ise checks were performed and all 3 ise parameters recovered erratic results. The reference electrode was replaced and the ise check performance improved. Nozzles were checked for blockages and all ise functions were monitored. The customer ran wash maintenance, calibration, and controls. The customer stated that controls trended high and a control for na was outside of range. UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas pro ise analytical unit. The sample initially resulted in a na value of 149 mmol/l and this value was reported outside of the laboratory. The sample was repeated on a second analyzer, resulting in a na value of 137 mmol/l. The repeat value was believed to be correct. The na electrode lot number was j97, with an expiration date of (B)(6) 2021.